Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed and identified a check patient line alarm. A visual inspection and functional returned instrument testing evaluation (rite) were performed and found no issues that could have caused or contributed to the reported condition. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.